Event description:
Father states that the novofine 30g x 8mm autocover pen needles are not penetrating the skin well. He states the skin curls around the needle and the medication spills onto the pt half of the time. They used to use the novofine 30g x 8mm and did not have issues with this needle. Frequency: daily, route: subcutaneous. Dates of use: (B)(6) 2018 - (B)(6) 2018.